Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complained issue (bent screwdriver) could not be replicated and/or confirmed, but complained issue (cracked handle) could be confirmed based on the available information (incl. Pictures and/or x-ray¿s). Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: flow: damage. Visual inspection: product received. It was noticed that the device's wooden handle had multiple cracks. Further observation showed that the shaft of the device was found to be bent at the distal area and distal hexagonal tip was slight worn. Hence the complaint is confirmed. Document/specification review: related drawing was reviewed. A mre review could not be performed as the lot number is unknown. Dimension inspection: the diameter of the shaft proximal to the bent was measured 8.00 mm (used (B)(4)) is with in specification per drawing. The measurement of tip and handle was not performed due to post manufacturing damage. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is likely that the phenolic handle cracked during heating and cooling after many cycles of sterile processing. For bent condition, it is possible that the device used unintended forces during use. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown large hexagonal screwdriver . Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the large hexagonal screwdriver was bent. The issue was discovered during cleaning on sterile processing department (spd). There was no patient nor procedure involvement. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).